Manufacturer narrative:
Device returned to manufacturer: the shaft, hypotube, tip and balloon were microscopically and visually examined. The inner shaft had separated from the manifold. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for five days to loosen the blood and contrast in the device. The inner shaft was buckled for 75mm starting 13.8cm from the tip. A guidewire was stuck inside the device and could not be removed. The guidewire measured at .018. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the catheter was frozen on the wire.

Event description:
It was reported that a balloon froze on a wire. The target lesion was located in the superficial femoral artery (sfa). A 4.0 mm x 80 mm, 80cm ranger drug coated balloon (dcb) was advanced to dilate the sfa. After dilatation was performed, the balloon was deflated, but while attempting to remove the ranger, the balloon became stuck on the v-18 wire and could not be pulled back. Therefore, the v-18 wire and the ranger balloon were removed together and the procedure was completed. No patient complications were reported in relation to this event. It was further reported that the balloon catheter used in the procedure was a 2.5mm x 100mm sterling otw balloon catheter and not the 4.0mm x 80mm ranger drug coated balloon catheter as initially reported.

Manufacturer narrative:
Corrections to the following sections. D1: brand name from ranger to sterling sl. D4: model number from 26102 to 24702. D4: lot number from 16775h19 to 0025800620. D4: catalog number from 26102 to 24702. D4: expiration date: from 06/16/2021 to 08/03/2022. D4: unique identifier (UDI) # from 08714729829751 to 08714729782438. G1: mfg site facility name from hemoteq ag to boston scientific corporation. G1: mfg site address 1 from adenauerstrasse 15 to two scimed place. G1: mfg site city from wuerselen to maple grove. G1: mfg site zip/post code from 52146 to 55311. G1: mfg site country from germany to united states.

Event description:
It was reported that a balloon froze on a wire. The target lesion was located in the superficial femoral artery (sfa). A 4.0 mm x 80 mm, 80cm ranger drug coated balloon (dcb) was advanced to dilate the sfa. After dilatation was performed, the balloon was deflated, but while attempting to remove the ranger, the balloon became stuck on the v-18 wire and could not be pulled back. Therefore, the v-18 wire and the ranger balloon were removed together and the procedure was completed. No patient complications were reported in relation to this event. It was further reported that the balloon catheter used in the procedure was a 2.5mm x 100mm sterling otw balloon catheter and not the 4.0mm x 80mm ranger drug coated balloon catheter as initially reported.

Event description:
It was reported that a balloon froze on a wire. The target lesion was located in the superficial femoral artery (sfa). A 4.0 mm x 80 mm, 80cm ranger drug coated balloon (dcb) was advanced to dilate the sfa. After dilatation was performed, the balloon was deflated, but while attempting to remove the ranger, the balloon became stuck on the v-18 wire and could not be pulled back. Therefore, the v-18 wire and the ranger balloon were removed together and the procedure was completed. No patient complications were reported in relation to this event.